Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd nano¿ 2nd gen pen needles had issues with the insulin flow stopping before their injections were complete. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported insulin flow will stop before injection is complete and he has to use a second, third, or fourth pen needle to complete his shot. Stated he does not prime before taking injection... 4 pen needles affected today".

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 4 bd nano¿ 2nd gen pen needles had issues with the insulin flow stopping before their injections were complete. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported insulin flow will stop before injection is complete and he has to use a second, third, or fourth pen needle to complete his shot. Stated he does not prime before taking injection... 4 pen needles affected today"